Event description:
Peritoneal burning [abdominal discomfort]. High fever [pyrexia]. Case description: a spontaneous report was received on (B)(6) 2011 from a hcp via a company representative regarding patients (names and gender not provided) with a history of crohn's disease, who experienced peritoneal burning and high fever starting one or two days after receiving seprafilm. The hcp stated that he has had several cases where he has used seprafilm in patients with crohn's disease wherein the patients then experienced peritoneal burning and high fever starting at day one or two after receiving seprafilm. This invariably led to the return of the patient to the operating room and a negative exploratory laparotomy. The hcp stated that he has seen this in about ten cases and has now stopped using seprafilm in patients with crohn's disease. At the time of this report, no other information was provided by the hcp. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.